Event description:
It was reported that the customer collapsed and passed away due to diabetes mellitus, cardiac arrest, and coronary atherosclerotic. It was stated that the customer was wearing the insulin pump at time of death. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.